Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, but the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter struts perforated and the filter allegedly tilted. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, computed tomography showed the filter within the distal portion of the inferior vena cava. The apex of the filter protruded through the right lateral wall of the inferior vena cava. Around eight years and six months later, computed tomography demonstrated the filter was markedly tilted to the right with the top of the filter appeared to be protruded outside of the inferior vena cava wall which makes it very difficult to remove. Also, one of the filter legs protruded through the inferior vena cava and abutted the right common iliac artery. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2011), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2011). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, but the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter struts perforated and the filter allegedly tilted. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.